Event description:
This report is based on information provided by the dealer and has been investigated by the philips complaint handling team. Philips received a complaint on the mrx device indicating the error message on the screen. There was no patient involvement. The dealer evaluated the device on site. No device problem was found, this will be documented as a malfunction that occurred at the time of the reported event, the cause of which was not determined. The device remains at the customer site and no further evaluation is warranted at this time. Based on the information available and the testing conducted, the cause of the reported problem was not determined. The reported problem was not confirmed.